Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an air gap was observed in the line during the initial drain on the home choice (hc). The home patient (hp) stated they had press go and they did not see the air gap in the line anymore. The hp stated the hc drained out approximately 700 ml. The technical service representative (tsr) had the hp press stop and recommended to end therapy. The tsr had the hp close the clamps, disconnected, and cycled power. The tsr assisted with ending therapy and removing the set. There was nothing found during troubleshooting that would cause or contribute to the air. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.